Event description:
It was reported to medtronic minimed that the customer stated that the insulin pump rejected new batteries and there was a crack behind the belt clip. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product mmt-1884l return is required for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage at force sensor trace and connector on pcba 1. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the [history files/traces] on 06/09/2025 04:41:23.000 due to other electronic defect. In addition pump error 53 was also noted with a file ID: 65535 and line ID: 65535. P-cap was attached and locked into place properly. The following were noted during visual inspection: cracked case (battery tube), cracked case, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer concern of failed batt test was found to be unknown due to a critical pump error (open book image) alarm. Open book alarm was confirmed due to pump error 35 and 53. Pump error 35 alarm confirmed due to other electronic defect. Customers concern of damage near belt clip were confimed when cracked battery tube and cracked case were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.